Event description:
It was reported that the patient presented for follow-up in clinic with failure to capture on the right ventricular lead. The patient presented to the operating room for lead revision procedure. During procedure, failure to retract the helix of the lead was noted. The lead was explanted and replaced successfully. The patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
New information received on march 27, 2019 indicates that the lead was noted to be dislodged.